Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2013, to facilitate an abutment replacement. The implanted device remains.

Manufacturer narrative:
The device is not available for analysis. (B)(4). The implanted device remains.